Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/15/2024, a sales representative reported via sems-(B)(4) that an ar-9800 synergy rf console was overpowering the ablator and melting it. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received via phone on 09/13/2024: the ablator used with the console was ar-9821 apollorf xl90, aspirating ablator. The rep stated that the ar-9821 apollorf xl90, aspirating ablator looked like it was overheating, and the surgeon noticed that the ablator was running too strong and then saw the outside of the metal piece of the ablator towards the plastic plastic part was burning but not necessarily melting it. Ar-9800 synergy rf console had no error messages before or during the procedure, and the device did not stop the ablator when this was noticed. There was no report of smoke or a burning smell. There was no case delay, and the case was completed using a shaver handpiece and another ar-9821 apollorf xl90, aspirating ablator, and ar-9800 synergy rf console to complete the case successfully with no issues. No images or videos were taken of the allegation, and the ablator was discarded after the case. This was discovered during a shoulder scope procedure on (B)(6) 2024, with no injury or harm reported to the patient, the surgeon, or the staff at the facility due to the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error when plugging the device to the console causing damage to the connection pins affecting the functionality of the device.